Event description:
The end user's daughter alleges that while the end user was operating the motorized wheelchair in the roadway he was struck from behind by a motor vehicle. Allegedly, as a result of the incident, the end user was thrown from the motorized wheelchair, causing injury.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the officer's standard crash report, the end user and driver of the motor vehicle were both traveling westbound on the dark and not lighted roadway when the end user was struck from behind by the driver of the motor vehicle. The owner's manual warns to "cross roads where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts" and "obey all local pedestrian traffic rules."